Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken and damaged, the lower case was broken and corroded, both bail covers and ring cover were broken, the lead flex cover was corroded, both pcb flexes were creased, the heart wire contacts were patinated, the battery contacts were compressed, both bails and ring were missing, the battery drawer was contaminated, the keyboard was damaged and the flexes of the encoder flex were uneven. Further analysis was performed on the main pcb. This analysis found that the cause of the battery removal test failure was a capacitor component failure. (B)(4).

Event description:
It was reported that the external pulse generator wsa not holding the charge when the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.